Event description:
Allegedly revised due to component breakage. On 15 days prior going into the hospital, the patient fell down.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This the same event as 1043534-2012-00505, 00506.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.